Event description:
It was reported that the right ventricular (rv) lead was noted with questionable intermittent capture on non-magnet strip. Ventricular capture management showed threshold was rising. Additional information was received from the clinic that disclosed the patient was seen for follow-up and the lead was noted with chronic elevated impedance that measured at high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted (B)(6) 2011. (B)(4).